Event description:
It was reported that during a robotic hysterectomy the trocar was leaking at the proximal end at the seal. At the time of the leaking, a scope was inserted into the trocar. The gas consumption rate was 12-15 liters per minute. Insufflation was increased to keep the pressure up, and the device was used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
Final device investigation found that the device sleeve was returned in good visual condition. The obturator was not returned. Upon evaluation the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during testing when an obturator was inserted through the device.